Manufacturer narrative:
H.6. Investigation: photos received for investigation. Two syringes observed with an identical scale engraving and a third syringe with a different scale engraving. As there is no physical evidence, the reported defect cannot be confirmed. Test carried out during production are reported, visualizing that for the volumetric capacity test 72 pieces are analyzed, all were compliant. DHR was performed. A record where the tests carried out in the quality control laboratory are reported, visualizing that for the volumetric capacity test 72 pieces are analyzed, that is, 24 pieces are challenged for the test at the minimum capacity of the syringe, 24 pieces in its nominal capacity and 24 pieces in its maximum capacity, being compliant.

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip scale markings were misaligned and filled to approximately "0.4 ml instead of 0.3 ml" as a result. The following information was provided by the initial reporter: "on our last production batch of syringes the technicians noticed a small % of the lot had markings a small way down the barrel instead of at the syringe tip. Clinical implication the syringes were filled with approximately 0.4 ml instead of 0.3 ml. We have transferred these incorrect syringes into new syringes and the range of actual volumes delivered were from 0.3 ml to 0.4 ml.".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip scale markings were misaligned and filled to approximately "0.4 ml instead of 0.3 ml" as a result. The following information was provided by the initial reporter: "on our last production batch of syringes the technicians noticed a small % of the lot had markings a small way down the barrel instead of at the syringe tip. Clinical implication the syringes were filled with approximately 0.4 ml instead of 0.3 ml. We have transferred these incorrect syringes into new syringes and the range of actual volumes delivered were from 0.3 ml to 0.4 ml."